Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a yellow alert had been generated for this system and pacing impedance measurements greater than 3000 ohms were noted on the left ventricular (lv) channel. The patient was brought into the clinic for follow up and elevated threshold measurements were also observed. The lead output was programmed to 5.0v @ 1.0ms. A revision procedure was subsequently performed and the lv lead was removed from service and replaced. No adverse patient effects were reported.